Manufacturer narrative:
The insulin pump was received with a blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratches to the liquid crystal display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that she noticed the display was blank when she went to deliver a bolus for breakfast. The blood glucose reading was 219 mg/dl. The insulin pump had not been exposed to moisture and the customer could not recall if the insulin pump had been dropped or bumped, but it showed so signs of physical damage. The battery cap contacts were not missing or corroded and the battery compartment and spring not corroded or damaged. The display did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.